Manufacturer narrative:
(B)(4). Physio-control evaluated the device and has been unable to duplicate the reported issue.   Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer reported that the energy select up and down buttons were no longer responding on their device.  Without the functionality of these buttons, the user would not be able to escalate the defibrillation joule level up or down for delivery to a patient.  There was no report of any patient use associated with the reported issue.

Manufacturer narrative:
Physio-control further evaluated the device and was unable to duplicate the reported issue. Physio replaced the main keypad assembly as a precaution and proper device operation was then observed through functional and performance testing. The device was returned to the customer for use. The removed keypad assembly was further evaluated in the failure analysis center. An additional evaluation of the keypad did not find any abnormalities. The cause of the reported issue could not be determined.